Event description:
Outpatient was to undergo echocardiogram. As transducer touched pt's chest, she indicated that she felt a shock, lasting only a few seconds. No burn was evident. Machine was taken out of service. Transducer found to have a nick/small crack down the middle of the head. Head replaced.